Manufacturer narrative:
The subject device was evaluated. Device inspection and evaluation , service repair noted the following findings : technical evaluation has not confirmed the customer specified fault of ¿no image, erre315.¿ a comprehensive leakage check was completed, no leaks were found the moisture indicator has not been triggered. There is no evidence of fluid ingress within the plug body. There was image and no err code was present when the instrument was plugged into the stack system. Quality trend analysis has shown that fluid/moisture on the connection point of the plug body can result in intermittent image issues, temporarily affecting the video image and other electrical functionality. The most likely cause is during the manual leak check or cleaning process and is therefore typically attributed to user handling. Furthermore the following findings were noted to the device during inspection: light cover glasses, optical cover glass found chipped and lifting on distal end adhesive was observed. A minor repair is required to return the instrument to the OEM (original equipment manufacturer) specifications. Investigation is ongoing. This report will be supplemented accordingly following investigation.

Event description:
Customer reported with an issue of no image, error e315. The issue found during preparation for use. There is no patient involvement, no clinical impact reported due to the event. No user injury reported.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, and since no device malfunction was confirmed during evaluation, the definitive root cause of the reported issue could not be determined. The user may prevent occurrence of the suggested event by handling the device in accordance with the following the instructions for use: "connection to the light source - caution: before connecting the endoscope connector to the light source, confirm that the endoscope connector, including the electrical contacts, is completely dry and foreign objects such as detergent remnants, hard water residue, finger grease, dust, and lint are not on the electrical contacts. If the endoscope is used with the electrical contacts wet and/or dirty, the endoscope and/or light source may malfunction. Wipe the electrical contacts on the endoscope connector using clean lint-free cloths moistened with 70% ethyl or 70% isopropyl alcohol and completely dry them (refer to section 3.3, ¿inspection of the endoscope¿). After drying them, connect the endoscope to the light source and confirm that a proper image is displayed when twisting the endoscope connector left and right." Olympus will continue to monitor field performance for this device.